Event description:
Two week prior to procedure, a chest x-ray was taken and lifeport was intact at that time. On 12/3/92, patient was brought to o.r. To surgical remove lifeport. Upon removing lifeport, surgeon discovered the distal tip of the lifeport had broken off, where its tip was in the right ventricle. Pt was taken to radiology where the tip of the life port was removed through a special proceduredevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, none or unknown, unanticipated long term complication of procedure, other. Conclusion: device failure directly caused event, none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, inserviced by biomedical engineering dept. Staff, other. Invalid data - on device destroyed/disposed of status.